Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had low impedance. A new lead had high threshold and could not be implanted successfully. The ventricular lead was repositioned successfully and is still in use. No patient complications were reported as a result of this event.